Manufacturer narrative:
The device was returned for analysis and both the inner member and outer member were noted to be stretched. The reported inflation problem was unable to be replicated in a testing environment due to the outer member tearing at the noted stretched outer member location. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath/stylet removal resulted in the noted stretched inner member and outer member thereby reducing the inflation/deflation lumen; thus resulting in the reported inflation problem. The noted multiple bends and kink on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 3.5x20mm nc trek balloon completely failed to inflate. It was confirmed that there was no leak or loose connection. There was no resistance when advancing the device to the lesion. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis reported the inner member and outer member (shaft) were stretched 1mm proximal to the proximal seal for a length of approximately 1.5mm.